Event description:
It was reported that the last documented system controller exchange was (B)(6) 2023.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a worn bend relief on the system controller¿s power cable was unable to be confirmed as no product was returned, and no photos were provided. The damaged controller would not be returned for evaluation. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), and the heartmate ii lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 10 of the patient handbook, ¿safety checklists¿, instructs users to regularly inspect their equipment for damage, including damage to the system controller, and to obtain replacements if needed. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records reveal that the heartmate ii pocket controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
The system controller was replaced because the patient had a worn bend relief on their original system controller.